Event description:
It was reported that after placing another company's stent in the lad, an attempt was made to advance the mini vision through the stent (contrary to IFU) to treat a lesion in the first diagonal. Difficulty was encountered, so the stent delivery system was removed, but when examined outside the patient it was noted that there wsa no stent on the balloon, and the stent could not be located. Another company's balloon catheter was advanced into the target lesion and inflated. It is thought that the stent might have been deployed with this inflation; although the stent could not be seen. There were no patient effects reported.